Event description:
It was reported that during follow up several instances of non sustained vf episodes were observed which could be reproduced through arm movements. The lead was replaced without problems. There were no adverse events due to the oversensing and after procedure the patient¿s conditions were good.

Manufacturer narrative:
(B)(4). Lead was returned in two parts measuring 13.4 cm and 50.9 cm. Analysis was normal. No anomaly was found.